Event description:
It was reported that this patient received an inappropriate shock for atrial fibrillation with a rapid ventricular response. This subsequently accelerated the arrhythmia to ventricular fibrillation and exhausted therapy. The patient was being assessed by a field representative. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.